Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 21.9cm was returned for analysis. External insulation abrasions were found at 12.3-12.8cm, 12.5-12.7cm and 14.3-14.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. The lead was explanted.